Manufacturer narrative:
According to the files provided, several sessions took place on (B)(6) 2025 (and not september 16 as indicated in the complaint description) on the talentia dr s/n (B)(6). During the first session at 1:08 p.m., during inductive communication, the tablet was unable to find the ble encryption key. As a result, ble communication could not be initiated. Inductive and ble communications were successfully used during three other sessions at 1:09 p.m., 1:12 p.m., and 1:13 p.m., with no communication issues on the same tablet. The most likely hypothesis to explain the reported issue is the presence of excessive electromagnetic interference during the ICD interrogation, such as nearby screens, laptop chargers, electrophysiology magnetic sensors, or other telemetry heads. This interference may have interrupted communication and made it impossible to interrogate the ICD. It is therefore recommended to avoid, as much as possible, noisy electromagnetic environments near the telemetry head while a device is being interrogated. This case is retained and utilized for trend purposes.

Event description:
Reportedly, 10 minutes before implanting a talentia dr on (B)(6) 2025: bluetooth interrogation was not possible. After pressing the interrogation button, the user interface appeared without an audible signal, without a bluetooth connection, and without a live ECG. Interrogation was attempted several times without success (also unsuccessful after restarting and p1+p2). After changing tablets, interrogation worked correctly.

Event description:
Reportedly, 10 minutes before implanting a talentia dr on (B)(6) 2025: bluetooth interrogation was not possible. After pressing the interrogation button, the user interface appeared without an audible signal, without a bluetooth connection, and without a live ECG. Interrogation was attempted several times without success (also unsuccessful after restarting and p1+p2). After changing tablets, interrogation worked correctly.